Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 82 mg/dl. The drive support cap is flush. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose/protruded drive support disk. The insulin pump received with scratched lcd window and cracked reservoir tube lip.